Manufacturer narrative:
Device evaluation of the battery charger/modem has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to physically damaged l602 inductor on the bedside pca. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient had a battery charger problem.